Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer was hospitalized. The customer's current blood glucose was 137mgldl. The customer did not experience any symptoms. Customer reports they had contacted their health care professional regarding the site issue. Troubleshooting was done. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.